Event description:
Resident was found dead at approximately 6:20 am. Resident was sitting on the floor with her back against the side of the bed. A vest restraint was around the resident's upper torso and neck and tied to the bed frame on both sides of the bed. The resident's right arm was in the vest restraint, the left arm was not in the sleeve opening, but was below the restraint. The ties from the waist were through the loops on the shoulders and tied to the bed frame. The side rails were up. The resident had evidently freed one arm from the restraint and had slid out of the bed between the side rail and the mattress.